Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records and images were provided and reviewed. Approximately one year post filter deployment, CT revealed several small pulmonary emboli in segmental and sub segmental branches of the right upper and lower lobes. Approximately after 3 years later, the CT revealed an ivc filter with the apex tilted to the left side and all the struts extend beyond the wall of the ivc filter. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the provided image review, approximately four years post filter deployment, CT image revealed at the level below the kidneys has three anterior struts of an ivc filter extending beyond the wall of the ivc without interaction with another structure. Two posterior ivc filter struts extend beyond the wall of the ivc and abut the vertebral body and intervertebral disc. And also, from the images it was suggested filter was not tilted significantly. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism . At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism . At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.